Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the subject meter stopped powering on approximately 3 months prior to contacting lfs (unspecified date in (B)(6) 2011). The patient informed the csr that at the time the issue began she was testing her blood glucose 4x/day and taking 5 pills of metformin daily to manage her diabetes. Due to the subject meter no longer powering on, the patient reported that she discontinued testing her blood glucose, but confirmed she continued to take her oral medication as usual. On an unspecified date in (B)(6) 2011, the patient reported that she went to the ER after developing symptoms of blurred vision, heart palpitations, sweating and feeling shaky. The patient did not recall if her blood glucose was tested at the time she arrived to the hospital; however, claimed she was treated with insulin for a high blood glucose and she was kept overnight for observation. At the time of the follow-up, the patient informed the csr that she had the subject meter for at least one year and confirmed that she had never replaced the subject meter's battery even after it no longer powered on. In addition, the patient did not recall if a battery indicator had appeared on the subject meter's display prior to the power issue. It was noted that the patient discarded the subject meter on an unspecified date prior to contacting lfs. This complaint is being reported because the patient claims she was reportedly treated for hyperglycemia by an hcp after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k062195.